Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 09.sep.2020 lot 185991: (B)(4) items manufactured and released on 27-sep-2018. Expiration date: 2023-09-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional item involved in the event, batch review performed on 09 september 2020. Ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot. 188242. Lot 188242: (B)(4) items manufactured and released on 22-jan-2019. Expiration date: 2024-01-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Stem: masterloc 01.39.206 cementless ti coated lat stem size 6 (k151531) lot. 184011. Lot 184011: (B)(4) items manufactured and released on 02-oct-2018. Expiration date: 2023-09-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Cup: mpact 01.32.148dh acetabular shell ø48 two-holes (k1328799) lot. 187891. Lot 187891: (B)(4) items manufactured and released on 20-feb-2019. Expiration date: 2024-02-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed after 1 year and 3 months after the previous revision due to signs of infection and the pathogen is unknown. The surgeon removed all components and implanted an antibiotic spacer. The surgery was completed successfully. The previous revision surgery was performed due to infection as well. The head and liner were replaced.